Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was made constant tone screen was blank and took battery out tone stops, but when he reinserted battery constant tone starts again. It was reported that the troubleshooting was performed and was advised to insert the new battery. Customer states the display did not return. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.